Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2020. The patient stated on (B)(6) 2020, his cmg was reading low, around 2.7 mmol/l for over 3 hours. His girlfriend took him to the hospital and his bg was tested. The bg value per the emergency department (ed) was 27 ¿ 31 mmol/l. He was not treated in the ed and was discharged home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.